Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms. There was no noise on the pace/sense channel, and all other lead diagnostics were normal. This product remains in service. No adverse patient effects were reported.